Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following the implant of this mechanical valve, valvular regurgitation was observed under ultrasound; one of the valve leaflets could not open normally. The valve was inspected prior to use, and no abnormality was noticed. This device was explanted and replaced with another valve to complete the operation. No other patient injury was reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received loose in a (B)(4) bag with the valve holder; detached, in the original product box. The sewing ring was discolored showing evidence of blood contact. The valve leaflets were immobile upon receipt due to dry coagulated blood between the leaflets and hinge mechanisms. The valve appeared intact with no evidence of visible damage. The valve size met manufacturing specifications for a 20mm device. Both leaflets were in the closed position. After cleaning, both leaflets opened and closed without difficulty. The assembly was moved back and forth to show the leaflets move without difficulty. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms appeared intact. The inflow and outflow orifices appeared intact with no evidence of damage. Using a blue actuator to test leaflet movement, the leaflets appeared to move without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. Conclusion: the device history record was reviewed. The valve was built to specification and met all inspection and acceptance criteria. The device was returned for analysis. The valve was visually inspected with no anomalies noted. The serial number was verified to be correct. Using a blue actuator to test leaflet movement, the valve leaflets were fully mobile. A conclusive cause of the reported event could not be determined. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.